Event description:
The customer reported that the sys intermittently failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and hard disk drive were evaluated and replaced. The sys software and calibrations were also reloaded during the service event. The sys was tested and found to be working as intended and returned to service.